Event description:
This report is being filed after the subsequent review of the following journal article, ¿management of mandibular rotation after a mandibulectomy: a clinical report¿ wong, helena h.y., pow, edmond h.n., and choi, winnie, w. S. (December 2013). Faculty of dentistry, the university of hong kong 6: 532-537. The clinical report reviewed the management of the oral rehabilitation of a (B)(6) man. He was first diagnosed with mucoepidermoid carcinoma after the enucleation of a cystic lesion associated with an impacted mandibular third molar. The tumor recurred 7 years later and a left segmental mandibulectomy was performed with the placement of a reconstruction plate. After 3 months the plate fractured and was then replaced. The situation deteriorated, with the mandible rotating to the resected side and the plate fractured again 2 years later. A deep circumflex iliac artery (dcia) flap was then obtained from the hip and was aligned with an occlusal wafer and fixed with miniplates (compact 2.0 combi, plusdrive; synthes inc.). However, the mandibular rotation could still not be corrected. Healing was uneventful with minimal scar contracture. This is report 1 of 2 for (B)(4). This report is for unknown miniplates.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Management of mandibular rotation after a mandibulectomy: a clinical report, wong, h., pow, e., and choi, w. (December 2013). Faculty of dentistry, the university of hong kong 6: 532-537. This report is for unknown miniplates, device and lot numbers unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and not lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.